Manufacturer narrative:
Per (B)(4) - final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, whether the patient followed correct post-op protocol, if the patient experienced any trauma and an update on the patient post revision, has been requested in order to progress with the investigation of this event. However, this information was not available. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. The devices were manufactured, packaged and sterilised according to specifications at the time of manufacture. Based on the available information, the root cause of the reported loosening and potential infection could not be determined and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximatively 2 years and 11 months due to loosening of the cup and potential infection.

Event description:
Trinity revision after approximatively 2 years and 11 months due to loosening of the cup and potential infection.

Manufacturer narrative:
Per comp (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, whether the patient followed correct post-op protocol, if the patient experienced any trauma and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.